Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain around her hips with stimulation turned off. It was also noted the patient has been using a wheelchair since the permanent implant procedure (reference MFR. Report#: 1627487-2015-21354). The patient's pain pattern is right low back and right lower extremity. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where her entire scs system was explanted.